Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B) (6) 2010 alleging that the cap as missing with the one touch lancing device. A medical surveillance specialist (mss) spoke to the patient and obtained the following information on (B) (6) 2010: the patient mentioned that she first noticed the clear cap was missing on (B) (6) 2010, when she first attempted to test on her new meter. The patient did not attempt to test using the regular cap, since her fingers have been sore from testing using a different brand of meter. The patient claimed after 5-10 minutes, they began to exhibit cold sweats and a headache. The patient took an additional dose of actose and did not seek any further medical attention or contact their physician for assistance. The customer care advocate (cca) educated the patient and told them that the clear caps were no longer in the package and they would have to purchase the cap separately. There was nothing missing in the package. Cca sent the patient replacement kit. The complaint is being reported since the patient alleged that due to the missing cap, she was unable to test and 5-10 minutes later developed symptoms suggestive of a serious injury.